Manufacturer narrative:
The subject devices have not been returned to omsc but were returned to olympus (B)(4) (oekg) for evaluation. In the evaluation of oekg the following was confirmed; the bending section of the subject device was broken and the internal metal part was exposed from the bending section of subject device. It is unclear when this failure occurred, but it may damage the patient depending on the time of occurrence. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the subject device was broken. There was no report of patient injury associated with the event.